Event description:
Procedure: tah. Reportedly, the alarm was sounding when the seal was complete. After sealing was done, the coagulated tissue split in half without using the knife to cut the sealed ends apart. Doctor used another ls1120 to finish the case. There was no report of patient injury.

Manufacturer narrative:
It is always a concern when valleylab is notified of a product complaint. We as a manufacture strive for excellence in constantly improving our products quality and surgical care. A more complete description of the incident described in the received report including relevant events prior to and subsequent to the actual incident has been sought (including additional patient status detail). The file would be updated when additional information is received.